Event description:
It was reported that helix would not extend fully or retract. Thresholds were tested after partial deployment of the helix and were not in acceptable range. A new lead was used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.